Event description:
It was reported that a venous closure of a common femoral vein was attempted with a proglide device after a diagnostic procedure using a 7f sheath. Reportedly, blood flow was not visible from the marker lumen. The device was removed and replaced with a new proglide device but the same occurred. The marker lumens of both devices had been successfully flushed prior to use. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿blood flow not visible from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.